Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: error 1 message observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.